Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monitor cart interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscope system has intermittent issues with the collimators, the monitor display and c-arm function lamps that light intermittently. There was no report of patient injury.